Event description:
A customer reported difficulty charging their insulin pump, describing the task of plugging the device into the charging port as challenging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.